Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Medwatch received #(B)(4). The account alleges that during a biventricular defibrillator upgrade the micro puncture wire broke off within the superior vena cava [svc] of the patient. The physician had acquired left antegrade subclavian vein access when the wire tip detached and migrated. Another physician was called in to assist in the retrieval of the wire tip with a vascular snare device from the patient's superior vena cava.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.